Event description:
It was noted that there was high impedance on both the atrial and ventricular leads. Since it could not determined if this was a lead or device problem, the entire system was explanted and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary (B)(4) the device was returned and analyzed. The device had tantalum capacitor leakage unspecified.